Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced of low blood glucose levels of 20 mg/dl and high blood glucose levels of 600 mg/dl. The customer was treated lows with pump. Customer's blood glucose value was 189 mg/dl at the time of the call. Customer stated that the drive support cap was normal. The customer declined troubleshoot for low and high blood glucose. The product was returned for analysis.